Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd ultra fine¿ pen needles were clogged and didn't allow for insulin flow, causing pain to the user during use. As reported by the customer, "item 320109 lot #8045544 unknown exp date finding 3-4 pen needles at a time that will not allow insulin thru them. This hurts when trying to use them. Discarded samples".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 4 of the bd ultra fine¿ pen needles were clogged and didn't allow for insulin flow, causing pain to the user during use. As reported by the customer, "item 320109 lot #8045544 unknown exp date finding 3-4 pen needles at a time that will not allow insulin thru them. This hurts when trying to use them. Discarded samples"